Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation uterus"), fallopian tube perforation ("perforation (fallopian tube(s)"), ureteric perforation ("essure coil had perforated her ureter/perforation (ureter)/ureter perforation") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (batch no. B97488) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multi gravida and parity 3 (dob: (B)(6) 2007; (B)(6) 2010; (B)(6) 2014). Previously administered products included for contraception: nuvaring from (B)(6) 2014 to (B)(6) 2014; for birth control: iud from 2011 to 2013; for an unreported indication: ibuprofen. Concurrent conditions included meniere's disease since 2015. Concomitant products included epinephrine and obetrol (adderall) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, 2 months 14 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia/abnormal bleeding (general menorrhagia)"), dyspareunia ("dyspareunia/painful intercourse"), migraine ("migraine headaches"), weight increased ("weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleeding"), allergy to metals ("nickel allergy"), nausea ("nausea"), fatigue ("fatigue") and headache ("headache"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/painful menstrual cycle/dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required) and ureteric perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pain ("full body pain (constant &severe)"). The patient was treated with surgery (salpingectomy on (B)(6) 2014, subsequent hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, ureteric perforation, dysmenorrhoea, migraine, weight increased, alopecia, allergy to metals, nausea, fatigue and headache outcome was unknown and the genital haemorrhage, menorrhagia, dyspareunia, vaginal haemorrhage and pain had resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, ureteric perforation, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: salpingectomy was done to remove essure coils; due to continued menorrhagia and abnormal bleeding hysterectomy was performed during which it was discovered that an essure coil had perforated her ureter. She did not had complications or problems that occurred at the time of your essure placement procedure. An essure micro-insert was place in the right ostia. The introducer was retracted and aprox.. 3 coils were visualized. Attention was then turned to the left ostia where a similar procedure will performed. Upon retraction of the introducer, 3 coils were visualized. She had essure removed, did not retained the essure or any portion of it. Tubal ligation done on (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: negative hysterectomy - on (B)(6) 2016: discovered that an essure coil perforated ureter current weight: 180lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding") and ureteric perforation ("essure coil had perforated her ureter") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2014, 1 day before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain") and migraine ("migraine headaches"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced ureteric perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy on (B)(6) 2014), surgery (hysterectomy on (B)(6) 2016), surgery (hysterectomy on (B)(6) 2016) and surgery. Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, ureteric perforation, dysmenorrhoea, dyspareunia, abdominal pain and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and ureteric perforation to be related to essure. The reporter commented: salpingectomy was done to remove essure coils; due to continued menorrhagia and abnormal bleeding hysterectomy was performed during which it was discovered that an essure coil had perforated her ureter. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - on (B)(6) 2016: discovered that an essure coil perforated ureter. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and reported adverse events including chronic pelvic pain/pain, menorrhagia, abnormal bleeding (understood as genital hemorrhage) and essure coil had perforated her ureter. The patient was treated with surgery (salpingectomy in (B)(6) 2014 and hysterectomy in (B)(6) 2016). Pelvic pain, genital hemorrhage and menorrhagia are highly prevalent in women, and may have multiple causes. The perforation of the uterus, fallopian tubes and internal bodily structures may occur during essure therapy due to insert migration or during insertion procedure (hysteroscopy or essure placement). In this case, the exact mechanism of the reported ureteric perforation is not know. This event may have been a contributory role in plaintiff's pain. No alternative explanation was given for plaintiff's bleeding and menorrhagia. This case was classified as incident since device removal was required. The product technical analysis concluded, investigation cannot be performed as no batch number or sample have been provided, thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation uterus"), fallopian tube perforation ("perforation (fallopian tube(s)"), ureteric perforation ("essure coil had perforated her ureter/perforation (ureter)/ureter perforation") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (batch no. B97488) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multi gravida and parity 3 (dob: (B)(6)2007; (B)(6)2010; (B)(6)2014). Previously administered products included for contraception: nuvaring from (B)(6)2014 to (B)(6)2014; for birth control: iud from 2011 to 2013; for an unreported indication: ibuprofen. Concurrent conditions included meniere's disease since 2015. Concomitant products included epinephrine and obetrol (adderall) from (B)(6)2015 to (B)(6)2016. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, 2 months 14 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia/abnormal bleeding (general menorrhagia)"), dyspareunia ("dyspareunia/painful intercourse"), migraine ("migraine headaches"), weight increased ("weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleeding"), allergy to metals ("nickel allergy"), nausea ("nausea"), fatigue ("fatigue") and headache ("headache"). In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea/painful menstrual cycle/dysmenorrhea (cramping)"). On (B)(6)2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required) and ureteric perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pain ("full body pain (constant &severe)"). The patient was treated with surgery (salpingectomy on (B)(6)2014, subsequent hysterectomy on (B)(6)2016), surgery (salpingectomy on (B)(6)2014, subsequent hysterectomy on (B)(6)2016) and surgery (hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, fallopian tube perforation, ureteric perforation, dysmenorrhoea, migraine, weight increased, alopecia, allergy to metals, nausea, fatigue and headache outcome was unknown and the genital haemorrhage, menorrhagia, dyspareunia, vaginal haemorrhage and pain had resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, ureteric perforation, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: salpingectomy was done to remove essure coils; due to continued menorrhagia and abnormal bleeding hysterectomy was performed during which it was discovered that an essure coil had perforated her ureter. She did not had complications or problems that occurred at the time of your essure placement procedure. An essure micro-insert was place in the right ostia. The introducer was retracted and aprox.. 3 coils were visualized. Attention was then turned to the left ostia where a similar procedure will performed. Upon retraction of the introducer, 3 coils were visualized. She had essure removed, did not retained the essure or any portion of it. Tubal ligation done on (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6)2014: negative hysterectomy - on (B)(6)2016: discovered that an essure coil perforated ureter current weight: 180lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: update of quality-safety evaluation of product technical complaints.(FDA code update). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation uterus"), fallopian tube perforation ("perforation (fallopian tube(s)"), ureteric perforation ("essure coil had perforated her ureter/perforation (ureter)/ureter perforation") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (batch no. B97488) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multi gravida and parity 3 (dob: 07apr2007; 25may2010; 01feb2014). Previously administered products included for contraception: nuvaring from march 2014 to 6-jun-2014; for birth control: iud from 2011 to 2013; for an unreported indication: ibuprofen. Concurrent conditions included meniere's disease since 2015. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from june 2015 to december 2016 and epinephrine. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea/painful menstrual cycle/dysmenorrhea (cramping)"), 2 months 14 days after insertion of essure. In (B)(6)2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia/abnormal bleeding (general menorrhagia)"), dyspareunia ("dyspareunia/painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleeding"), allergy to metals ("nickel allergy"), nausea ("nausea"), fatigue ("fatigue") and headache ("headache") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required) and ureteric perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pain ("full body pain (constant &severe)"). The patient was treated with surgery (hysterectomy and salpingectomy on (B)(6) 2014, subsequent hysterectomy on 15oct2016). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, fallopian tube perforation, ureteric perforation, migraine, weight increased, alopecia, allergy to metals, nausea, fatigue and headache outcome was unknown and the genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage and pain had resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, ureteric perforation, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: salpingectomy was done to remove essure coils; due to continued menorrhagia and abnormal bleeding hysterectomy was performed during which it was discovered that an essure coil had perforated her ureter. She did not had complications or problems that occurred at the time of your essure placement procedure. An essure micro-insert was place in the right ostia. The introducer was retracted and aprox.. 3 coils were visualized. Attention was then turned to the left ostia where a similar procedure will performed. Upon retraction of the introducer, 3 coils were visualized. She had essure removed, did not retained the essure or any portion of it. Tubal ligation done on (B)(6)2014 diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6)2014: results: negative. Hysterectomy - on (B)(6)2016: results: discovered that an essure coil perforated ureter. Diagnostic results: current weight: 180lbs quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporter's information was added. Updated outcome of event (dysmenorrhea(cramping)). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation uterus"), fallopian tube perforation ("perforation (fallopian tube(s)"), ureteric perforation ("essure coil had perforated her ureter/perforation (ureter)/ureter perforation") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (batch no. B97488) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multi gravida and parity 3 (dob: (B)(6) 2007; (B)(6) 2010; (B)(6) 2014). Previously administered products included for contraception: nuvaring from march 2014 to 6-jun-2014; for birth control: iud from 2011 to 2013; for an unreported indication: ibuprofen. Concurrent conditions included meniere's disease since 2015. Concomitant products included epinephrine and obetrol (adderall) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, 2 months 14 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia/abnormal bleeding (general menorrhagia)"), dyspareunia ("dyspareunia/painful intercourse"), migraine ("migraine headaches"), weight increased ("weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleeding"), allergy to metals ("nickel allergy"), nausea ("nausea"), fatigue ("fatigue") and headache ("headache"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/painful menstrual cycle/dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required) and ureteric perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pain ("full body pain (constant &severe)"). The patient was treated with surgery (salpingectomy on (B)(6) 2014, subsequent hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, ureteric perforation, dysmenorrhoea, migraine, weight increased, alopecia, allergy to metals, nausea, fatigue and headache outcome was unknown and the genital haemorrhage, menorrhagia, dyspareunia, vaginal haemorrhage and pain had resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, ureteric perforation, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: salpingectomy was done to remove essure coils; due to continued menorrhagia and abnormal bleeding hysterectomy was performed during which it was discovered that an essure coil had perforated her ureter. She did not had complications or problems that occurred at the time of your essure placement procedure. An essure micro-insert was place in the right ostia. The introducer was retracted and aprox.. 3 coils were visualized. Attention was then turned to the left ostia where a similar procedure will performed. Upon retraction of the introducer, 3 coils were visualized. She had essure removed, did not retained the essure or any portion of it. Tubal ligation done on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: negative. Hysterectomy - on (B)(6) 2016: discovered that an essure coil perforated ureter current weight: 180lbs. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-feb-2018: pfs and medical records received: reporters details added. Aka names added. Lot number added. Event she did not undergo an essure confirmation test, pain, fatigue, nausea, nickel allergy, migraine, headaches, vaginal bleeding, hair loss, weight gain, perforation uterus, perforation (fallopian tube(s). Event outcome updated for vaginal bleeding, menorrhagia, genital bleeding, pain, cramping, painful intercourse. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. On (B)(6) 2018: fu2 and fu3 pocessed together. Pfs and medical records received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding") and ureteric perforation ("essure coil had perforated her ureter") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain") and migraine ("migraine headaches"). On an unknown date, the patient experienced ureteric perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy on (B)(6) 2014 and hysterectomy on (B)(6) 2016). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, ureteric perforation, dysmenorrhoea, dyspareunia, abdominal pain and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and ureteric perforation to be related to essure. The reporter commented: salpingectomy was done to remove essure coils; due to continued menorrhagia and abnormal bleeding hysterectomy was performed during which it was discovered that an essure coil had perforated her ureter. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - on (B)(6) 2016: discovered that an essure coil perforated ureter. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and reported adverse events including chronic pelvic pain/pain, menorrhagia, abnormal bleeding (understood as genital hemorrhage) and essure coil had perforated her ureter. The patient was treated with surgery (salpingectomy in (B)(6) 2014 and hysterectomy in (B)(6) 2016). Pelvic pain, genital hemorrhage and menorrhagia are highly prevalent in women, and may have multiple causes. The perforation of the uterus, fallopian tubes and internal bodily structures may occur during essure therapy due to insert migration or during insertion procedure (hysteroscopy or essure placement). In this case, the exact mechanism of the reported ureteric perforation is not know. This event may have been a contributory role in plaintiff's pain. No alternative explanation was given for plaintiff's bleeding and menorrhagia. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.